Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, e1(event site telephone), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit but was unable to reproduce the fault, and the system was returned to service. However, the customer later reported that they were able to consistently reproduce the issue. After the affected part was replaced (fiber-optic module), the problem was resolved.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor module malfunctioned. There was no patient involved reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had fiber optic sensor module failure. No harm or injury to the patient was reported.